Event description:
The cypher was delivered to the target lesion by direct stenting; however, the device became stuck in the calcified vessel proximal to the lesion. When the physician tried to retrieve the device into the guiding catheter; the stent was found dislodged proximal to the lesion under coronary angiography. The physician tried to retrieve the dislodged stent with a snare catheter, but was unsuccessful; therefore, dislodged stent was crushed at the vessel proximal to the lesion with a balloon catheter. An additional cypher (2.5/18mm) was implanted at the target lesion over the crushed dislodged 1st cypher stent. Ivus was conducted and sufficient flow was observed. The procedure was safely completed. There was no pt injury reported. There were no anomalies indicated prior to use. There were no problems experienced with the sds and other devices. The device was used according to the instruction for use (IFU). The device was inspected before usage. There were no anomalies noted. Once the device was retrieved from the pt, there were no other noted damage to the device. The snare device used was not a cordis device. There were no other noted problems. The pt was a male. The target lesion was the aha7 lesion. The lesion was a de novo, moderately calcified and slightly tortuous. There was 90% stenosis. The lesion was accessed from the femoral artery. Guiding catheter (gc) (launcher) was engaged and guide wire (gw) (bmw2) crossed the lesion, then ivus was conducted.

Manufacturer narrative:
This device is not available for analysis. Additional info will be provided within 30 days of receipt.